Event description:
A customer reported receiving a "replace sensor" message from the adc device. The customer felt dizzy and was provided water with sugar for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. The customer felt dizzy and was provided water with sugar for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Watermark was not observed at the base of the tail. Visual inspection was performed on the returned sensor plug and no failure modes were observed. Therefore, the issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.